Manufacturer narrative:
(B)(4). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021 catheter mount was not returned to fph (B)(4) as it had been discarded by the hospital prior to reporting the event. Without the complaint device or photographs of the reported fault we were unable to confirm the failure as reported by the customer. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. Our user instructions that accompany the rt021 catheter mount state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via their distributor that a split was observed between the elbow and tubing of an rt021 catheter mount during use. No patient consequence was reported.